Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of canceled procedure post sedation.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas (near the duodenum) for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, a problem occurred after plugging in the cautery cable to burn through the pseudocyst. Upon unplugging the cable, it was found that the wire had detached from the hot axios. Several attempts were made using gauze and soap before trying it on the patient. A burning sound was detected, but no actual burning took place. The procedure was canceled and rescheduled for another day; the exact date is unknown. The physician also noted that they plan to complete the procedure without using an axios device. There was no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant showing the monopolar plug was detached. A video was provided showing the cautery did not work.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of canceled procedure post sedation. Block b5: procedure date has been updated to november 26, 2024.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas (near the duodenum) for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, a problem occurred after plugging in the cautery cable to burn through the pseudocyst. Upon unplugging the cable, it was found that the wire had detached from the hot axios. Several attempts were made using gauze and soap before trying it on the patient. A burning sound was detected, but no actual burning took place. The procedure was canceled and rescheduled for another day; the exact date is unknown. The physician also noted that they plan to complete the procedure without using an axios device. There was no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant showing the monopolar plug was detached. A video was provided showing the cautery did not work.

Manufacturer narrative:
Block e1: initial reporter zip/post code has been corrected. Block h6: imdrf impact code f1001 captures the reportable event of canceled procedure post sedation. Block b5: procedure date has been updated to (B)(6) 2024. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. The device was returned with the monopolar plug attached and the copper wire outside the proximal handle. The electrical inspection related to the continuity between the rf connector and distal rf electrode was performed however the resistance found was higher than expected. Additionally, the device was connected to the erbe generator, and bubbles were seen in the saline solution that is evidence that the tip is working properly. The product analysis could not confirm the reported event of cautery failure to deliver energy as during the electrical inspection it was found that the resistance was higher than expected. On the other hand, the reported event of procedure cancelled/rescheduled cannot be confirmed because this happened during the procedure and there is no objective evidence to confirm the reported events. Considering all available information, the investigation concluded that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas (near the duodenum) for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, a problem occurred after plugging in the cautery cable to burn through the pseudocyst. Upon unplugging the cable, it was found that the wire had detached from the hot axios. Several attempts were made using gauze and soap before trying it on the patient. A burning sound was detected, but no actual burning took place. The procedure was canceled and rescheduled for another day; the exact date is unknown. The physician also noted that they plan to complete the procedure without using an axios device. There was no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant showing the monopolar plug was detached. A video was provided showing the cautery did not work.